Manufacturer narrative:
Date sent to the FDA: 02/21/2019. Additional summary: the analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 15 straps were found inside cannula shaft. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. The instructions for use states that a minimum tissue thickness of 6.7 mm is required when applying the fastener over underlying bone, vessels, or viscera.

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a right side inguinal herniorraphy video-assisted procedure on (B)(6) 2018 and the absorbable straps were used. It was also reported that during the surgical procedure, failure to propel the absorbable clips, preventing the attachment of the screen, occurred. Another like device was used to complete the procedure. No additional information has been requested.